Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during maintenance that a cardiosave intra-aortic balloon pump (iabp) may need maintenance. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion: h11. Corrected fields: e3 g1 contact person ¿ mfg site; h6 problem code. The customer identified the issue, but no further information available because the equipment haven't been inspected yet. Since this equipment isn't covered by any maintenance contract, service will only be provided after the customer approves the quote sent with the cost of the service. The proposal was sent to the customer, but they didn't approve it. Due to the length of time without communication from the customer, it was decided to close this issue. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was showing "iabp may need maintenance" message. There was no patient involvement.